Manufacturer narrative:
Device received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. Device also received with cracked battery tube threads and cracked case behind the pump near the battery compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they went swimming with insulin pump, when they got out of the pool insulin pump was shaking non-stop, and they saw that the insulin pump was blank. Customer stated that their blood glucose level was low when they got out of the pool, but they did know the blood glucose value and treated by eating a couple marshmallows. Offered troubleshooting for low blood glucose and customer declined. Customer had squeezed the insulin pump and water comes out of the case itself. Customer states they did hear fluid when shaking the insulin pump. Customer states they saw fluid under the lcd. Customer stated that the insulin pump was already blank, no need to troubleshooting for blank display as the insulin pump was damaged and exposed to fluid. The insulin pump will be returned for analysis.